Event description:
The customer received a blood glucose reading of 120mg/dl on the contour next link, re-tested on a different meter and the reading was 59mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant there was no evidence of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer